Manufacturer narrative:
(B)(4).

Event description:
Study investigator contacted dexcom on 07/18/2016, to report that the receiver was not receiving data on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.